Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00160. On or above (B)(6) 2009, the pt was implanted with an ams elevate graft with the intension of treating the pt for a pelvic organ prolapse. It was reported that the pt experienced pain, vaginal scarring, erosion of her internal bodily tissue, dyspareunia, infections, and other injuries. It was also reported that the pt has sustained permanent injury. The pt had a repair surgery in (B)(6) 2010.